Event description:
It was reported that the programmer would not interrogate devices. The caller tried changing the programmer head and it still would not interrogate. The programmer and radiofrequency (rf) head were returned to the manufacturer, analyzed, and tested out of specification. The paperwork indicated the device was not connected to a patient at the time of the issue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device was in very poor condition, all case parts were scratched. It was also noted that the tab was broken on the power cord bay door and there was intermittent telemetry due to a loose radiofrequency (rf) connector on the circuit board. Software control gain, system uplink, and telemetry tests were out of specification. (B)(4): analysis found that the device failed telemetry testing due to the cable being out of electrical specification.